Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they noticed the serter device was missing. They had to wait for the school to open to change the infusion set and bolus for breakfast. By the time they got to school her blood glucose level was 408 mg/dl. The device was not returned.